Event description:
Healthcare professional reported "rupture of one of the prostheses" confirmed via MRI. Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d1, d.2a, d.2b, d4, d.6b, g4, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture of one of the prostheses" confirmed via MRI.

Event description:
Healthcare professional reported "rupture of one of the prostheses" confirmed via MRI. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture of one of the prostheses" confirmed via MRI. Later healthcare professional reported "capsular contracture baker grade iii", "breasts of medium size with a moderate amount of fibroglandular tissue" and "presents irregular morphology with a 'keyhole' sign at the external and medial border of the prosthesis, a sign that suggests focal intracapsular rupture". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Healthcare professional reported "rupture of one of the prostheses" confirmed via MRI. Later healthcare professional reported "capsular contracture baker grade iii", "breasts of medium size with a moderate amount of fibroglandular tissue" and "presents irregular morphology with a 'keyhole' sign at the external and medial border of the prosthesis, a sign that suggests focal intracapsular rupture". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.